Event description:
Boston scientific received information that the patient was having a ventricular tachycardia but was not being treated. Boston scientific technical services (ts) discussed possible causes of no therapy and recommended a programmer interrogation. The field representative was contacted but was unable to provide further information. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.